Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. The device has not been made available for analysis as of the date of this report, december 31, 2014. This report is filed december 31, 2014. Device is currently unavailable.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently on (B)(6) 2014 the patient was administered general anesthesia to facilitate wound cleaning. Additionally the patient underwent a procedure on an unreported date to place a peripherally inserted central catheter. The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed february 4th, 2015.